Event description:
It was reported that a fractured impactor pad was returned from a hospital. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, and h11.

Event description:
It was reported that an impactor fractured during placement of the femoral trial as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, h6, and h11. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked or gouged) and confirmed that the device is fractured. Device history record was reviewed and no discrepancies were found. The root cause of the event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.